Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/10/2020. H3 evaluation: one picture and representative samples of product were received for analysis. Upon visual inspection of the photo, a foil, one tangled suture in a winding former and a paper lid of product could be observed. However, no conclusion could be reach as the sample was not returned for analysis. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand with no defects, damage or suture breakage observed. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2019 and suture was used. The suture broke when sewing. Changed to another suture to complete the surgery. No reported patient consequence. No additional information could be provided.